Event description:
An ultra bae unit and swivel adaptor were involved in an event where the pt¿s head and bed moved while the surgeon was drilling. There was no laceration or injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.